Event description:
It was reported that a pt with a coronary artery bypass graft with 4 vessels done was not weaning from bypass. Intra-aortic balloon pump therapy was indicated. Iab insertion was uneventful, performed without use of fluoro, using a 9 fr arrow sheath. (Not the one in the iab kit). At the onset of pumping with an arrow acat pump, high pressure alarms occurred. The pt was on "a lot" of pressors with an irregular rhythm. As a result of the alarm condition, the iab replaced. There were no reported pt complications.